Event description:
It was reported that before an unk procedure, as soon as the instruments were plugged in, generator informed error 5 instrument. Both of the instruments appeared to be non functioning. Affiliate received the instruments for testing; plugged the instruments in generator and was informed error 5 instrument as well. After several attempts to activate the instruments, the working area razor broke in two and fell out. After the occasion, error 5 instrument notification disappeared and the generator continued working normally. As a result, the instruments are activated with foot switch and hand activation, work normally, heat up but the working area razor breaks in two and out of the instrument. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.